Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 344 mg/dl. A systems check was performed with tandem technical support and no issues were identified. Reportedly, the customer changed pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.